Event description:
During preparation for a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seal into the delivery tube. The report indicated that there was no patient involvement. There was no patient complications reported.